Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the implanted system had never worked properly. Patient had been implanted for ¿cracked spine¿ and the pain trial had worked. It was noted that surgery for the implant was on the patient¿s ¿top 10 list¿ for the most pain ever endured and patient ¿wanted to die¿ it hurt so bad. Patient had surgery unrelated to the device two weeks prior to this report and the implantable neurostimulator (ins) battery was ½ full. Patient tried recharging the ins for 4 days and it took 12 hours to charge with all coupling bars blackened and ins only charged to ¼ full. Patient then used the ins for ten minutes and it was dead. Patient was unable to establish communication with the recharger or patient programmer. It was noted that the patient programmer was dead and patient would get new batteries. Patient believed there was something wrong with the ins. Additional information requested but had not been received as of the date of this report.